Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms that lead to x-ray visualization of the linx device open. This led to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2017. Patient experienced "sudden recurrence of reflux symptoms" about 11 months after device implant. X-ray on (B)(6) 2018 visualized the discontinuous device. X-ray showed that the device was intact; however, bead-to-bead separation was larger than normal. Device explant due to the device opening occurred without issue on (B)(6) 2018. A replacement linx (model: lxm14, lot: 15122) was implanted at the time.